Event description:
It was reported that during an implant attempt, the physician suspected an issue with the setscrew in the header of the implantable cardioverter defibrillator (ICD). The physician thought the header was stripped when trying to place the ventricular lead in the header. Another ICD was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found. It was noted that the set screw was loose/detached.